Event description:
Pt has history of pectus exacavatum of right chest wall with deformity and reconstruction with silicone gel breast implant approximately twenty yrs ago. Pt developed marked pain, very hard contracture and displacement of implant. Pt had removal of right breast implant due to capsular contracture. Capsule was noted to be thick, hard, and calcified. The implant was teardrop-shaped with dacron patches, and was intact within the capsule. The surface of the implant was covered with a sticky film.